Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 127 ohms on the right ventricular (rv) lead. The data showed a gradual increase over time. Technical services reviewed the available data and confirmed the shock impedance measurements have been increasing since april. There have been no stored episodes or presenting electrograms (egms) showing any noise. With the current data, this change is more likely physiologic variation or possibly the onset of tissue-lead interface change (e.g., calcification). At this point, the lead could continue to be monitored in latitude. If the impedance measurements continue to increase, troubleshooting could be performed at the patient's next in-clinic follow up. This would include patient maneuvers and isometrics to see if noise or jumps in impedances could be provoked, as well as x-rays to evaluate the lead body. Technical services also discussed that the physician could elect to test the shock system by delivering a 1.1 joule and a 41 joule commanded shock. Also while in clinic, the physician could increase the shock impedance alert to 150 ohms, to avoid triggering frequent alerts for this known issue. Additional information was received indicating the shock impedance measurements on the device and associated right ventricular (rv) lead continued to gradually increase. Now in 2025 the values were nearing 160 ohms. It was noted the device was exhibiting a battery issue and was going to be replaced soon. Technical services agreed with considering a lead revision at the device replacement procedure, as the shock impedance measurements were likely to continue increasing, which could eventually result in less energy being delivered during a shock. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 127 ohms on the right ventricular (rv) lead. The data showed a gradual increase over time. Technical services reviewed the available data and confirmed the shock impedance measurements have been increasing since april. There have been no stored episodes or presenting electrograms (egms) showing any noise. With the current data, this change is more likely physiologic variation or possibly the onset of tissue-lead interface change (e.g., calcification). At this point, the lead could continue to be monitored in latitude. If the impedance measurements continue to increase, troubleshooting could be performed at the patient's next in-clinic follow up. This would include patient maneuvers and isometrics to see if noise or jumps in impedances could be provoked, as well as x-rays to evaluate the lead body. Technical services also discussed that the physician could elect to test the shock system by delivering a 1.1 joule and a 41 joule commanded shock. Also while in clinic, the physician could increase the shock impedance alert to 150 ohms, to avoid triggering frequent alerts for this known issue. Additional information was received indicating the shock impedance measurements on the device and associated right ventricular (rv) lead continued to gradually increase. Now in 2025 the values were nearing 160 ohms. It was noted the device was exhibiting a battery issue and was going to be replaced soon. Technical services agreed with considering a lead revision at the device replacement procedure, as the shock impedance measurements were likely to continue increasing, which could eventually result in less energy being delivered during a shock. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The ICD was explanted and replaced due to the battery issue and the physician elected to explant and replace the rv lead during this procedure. The explanted lead was expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 127 ohms on the right ventricular (rv) lead. The data showed a gradual increase over time. Technical services reviewed the available data and confirmed the shock impedance measurements have been increasing since april. There have been no stored episodes or presenting electrograms (egms) showing any noise. With the current data, this change is more likely physiologic variation or possibly the onset of tissue-lead interface change (e.g., calcification). At this point, the lead could continue to be monitored in latitude. If the impedance measurements continue to increase, troubleshooting could be performed at the patient's next in-clinic follow up. This would include patient maneuvers and isometrics to see if noise or jumps in impedances could be provoked, as well as x-rays to evaluate the lead body. Technical services also discussed that the physician could elect to test the shock system by delivering a 1.1 joule and a 41 joule commanded shock. Also while in clinic, the physician could increase the shock impedance alert to 150 ohms, to avoid triggering frequent alerts for this known issue. Additional information was received indicating the shock impedance measurements on the device and associated right ventricular (rv) lead continued to gradually increase. Now in 2025 the values were nearing 160 ohms. It was noted the device was exhibiting a battery issue and was going to be replaced soon. Technical services agreed with considering a lead revision at the device replacement procedure, as the shock impedance measurements were likely to continue increasing, which could eventually result in less energy being delivered during a shock. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The ICD was explanted and replaced due to the battery issue and the physician elected to explant and replace the rv lead during this procedure. The explanted lead was expected to be returned for analysis. No additional adverse patient effects were reported. The explanted lead was received in a severed condition by the post market quality assurance laboratory on 14-november-2025 and underwent the initial decontamination step that day, with several other leads that were returned for testing. On 17-november-2025, the subsequent decontamination step was completed. On 20-november-2025 the returns team then processed this batch of leads for assignment to the team of laboratory technicians. During this time, it was discovered that there was no lead matching the reliance ez is-4 implantable lead that was returned. Despite efforts to locate the missing lead, it was not found. An internal review will be performed to evaluate the process and identify solutions to prevent this rare event from recurring.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The lead was lost during decontamination; therefore, a technical analysis could not be performed. Technical services had reviewed the shock impedance trends and determined the gradual rise was likely attributed to patient factors which may result in calcification/mineralization on the coil. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.